Event description:
It was reported that during treatment with a revaclear 400 and an unspecified type of dialysis machine and blood lines, an air detected alarm was generated and the staff was unable to clear the alarm. Frothy blood was observed in the arterial and venous drip chambers, however, no air was observed in the tubing. The extracorporeal blood was returned to the patient with 58 minutes of treatment time left. "Dried drips" of blood was observed to be coming from the bottom of the filter on the outside of the tubing. The set was taken down to inspect for cracks. When removing the filter from the tubing set, it was observed that the connections on both the arterial and venous ends of the filter were loose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.